Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported potential right side rupture. The device remains implanted.

Manufacturer narrative:
There was no rupture and it will be unreported. The reason for reoperation: capsular contracture (baker grade unknown). The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown.

Event description:
Healthcare professional later reported there was no rupture only a capsular contracture (baker grade unknown). Rupture will be unreported.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.